Event description:
The patient was implanted with a ventrid electric left ventricular assist device (lvad). It was reported by the surgeon that when the patient was switched from the power base unit (pbu) to batteries the pump stopped. The surgeon stated that when hospital personnel switched the black power lead the pump stopped and the system controller alarmed. During the switch the white power lead was connected and when the white power lead was switched there was no problem. It was decided at that time to replace the pbu, and the problem was resolved. The patient remains stable and on lvad support.